Event description:
It was reported that the superion indirect decompression spacer dislodged following a fall. The patient will undergo an explant procedure. Additional information was received that the patient was explanted.

Event description:
It was reported that the superion indirect decompression spacer dislodged following a fall. The patient will undergo an explant procedure.